Manufacturer narrative:
B3: date of event - exact event date was unable to be obtained, but was reported as occurring in february.

Event description:
It was reported that a device tip detachment occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure, the proximal and distal filters of the sentinel cps were resheathed and the sentinel cps was withdrawn. During withdrawal, vasospasm occurred, and the tip of the sentinel cps detached in the elbow region of the patient. The detached tip of the sentinel cps occluded the vessel, and the patient was transferred to surgery. The detached portion of the sentinel cps was successfully removed. The patient fully recovered.